Event description:
Dr was implanting was implanting a 4193-88 cm; (B) (4). Midway through the procedure as he was cannulating for the vein, he felt resistance as he tried to push in the stylet into the mentioned lead. He was not able to push the whole length of the stylet into the lead. The physician abandoned lead. Medtronic reps opened a new 4193-88cm lead; (B) (4). The physician again experiences the same difficulties. He decided to just put in rv lead only for the patient.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Distal conductor blood/body fluid.